Event description:
The account alleged the brakes are not holding.

Manufacturer narrative:
The technician found the connecting rod was disconnected from the brake activation assembly. The technician installed a brake/steer upgrade to repair the stretcher.